Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that upon arrival in the operating room, the tubing got disconnected form the patient's IV line. Epinephrine drip was infusing at 0.02mcg/kg/min through pump at the time of disconnection. Although requested, additional information was not provided.